Manufacturer narrative:
The technician found the casters were not locking. The technician replaced the casters to repair the stretcher.

Event description:
Information received indicates the casters are not holding at the foot end of the stretcher when in brake.